Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in emergency room. Chest x-ray and fluoroscopy revealed the right ventricular lead was placed in the middle cardiac vein during the implant. The lead was capped and replaced on (B)(6) 2016. The patient's condition was good during and post procedure.